Event description:
It was reported that during a laparoscopic resection procedure, the trocar used as operative access, winded (leaked) from the accessory valve. The surgeon had to plug the access hole with their fingers when he changed operative instrument. No patient consequences reported. Device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.